Manufacturer narrative:
Block a2: patients exact ages are unknown; however, it was reported in the literature article that all patients were over the age of 18. Block b3: the exact date of event was not reported. The retrospective study date january 1, 2021, is used for the estimated date of event between january 2021 and december 2021. Block h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6). Block g2: literature source journal article: jeong h, et al. "Double-guidewire technique for selective biliary cannulation does not increase the rate of post-endoscopic retrograde cholangiopancreatography pancreatitis in patients with naive papilla" clin endosc 2024; https://doi.org/10.5946/ce.2023.128. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis.

Event description:
Boston scientific became aware of events involving autotome rx devices through the article, double-guidewire technique for selective biliary cannulation does not increase the rate of post-endoscopic retrograde cholangiopancreatography pancreatitis in patients with naive papilla, by han taek jeong, et al. Per the article, between january 2021 and december 2021, patients underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure, and the following occurred: mild and moderate pancreatitis. Please see the referenced article for full details.